Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.1, re-test: 1.6. Patient self tester used the same finger for the second test.